Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels remained elevated (200s-300s mg/dl). Reportedly, the customer was consulting with health care provider (hcp) on adjusting the pump settings. During troubleshooting with tandem technical support, air gaps were noted in the tubing. In addition, it was reported that the customer uses humalog and changes out supplies every four to five days instead of two. Customer delivered boluses via the insulin pump, and administered manual injections to address the issue. Additionally, the customer was referred to hcp for possible factors that may affect bg levels.

Manufacturer narrative:
Unable to confirm complaint due to the cartridge not being returned; however, the codes are reflective of the functional test.